Event description:
Clinical study. Same case as 2134265-2009-03496. It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt experienced restenosis. The 90% stenosed target lesion was 3.00mm in diameter and 27.0mm long portion of the distal left circumflex (lcx). The lesion was predilated with an unk 2.25x20mm balloon at 14.0 atms. The 2.5x20mm taxus express2 stent was implanted at 12.0 atms and the 3.00x12mm taxus express2 stent was implanted at 12 atms. Post dilation was performed with the predilation balloon at 16atms. The stents were well positioned and expanded. Post treatment visual inspection revealed 0% stenosis. There were no gaps between these stents. The pt was discharged 3 days late on bayaspirin and plavix. Restenosis occurred 253 days post index procedure. A reintervention was performed with the use of an unk balloon catheter and an unk cutting balloon. The target vessel was 75% stenosed, 3.0mm in diameter and 12.0mm long portion of the distal lcx. Post treatment visual evaluation revealed 0% stenosis. Post 9 months and 1 year follow-up evaluations were performed, and there were no problems noted. Pt was discharged on bayaspirin, plavix and heparin. Pt condition listed as " improved."

Manufacturer narrative:
The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.